Manufacturer narrative:
Device evaluation:in quarter 2 of 2019, there were 2 instances of cs 052/053/054/055 sleep failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 20 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to cracked or torn transceiver flex. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 20</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 052/053/054/055 sleep issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-70 years of age and between 100 and 247 pounds. Of the reported patients, 7 were male, 13 were female, and 0 were unknown.